Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A service territory manager (stm) reported verifying the ECG signal not working and connected the trainer, but the trainer did not power on. The stm replaced the front end board. The iabp then passed all functional and safety tests to factory specifications, was returned to customer, and cleared for clinical use.

Event description:
A customer reported that a cardiosave intra-aortic balloon pump's (iabp) electrocardiography (ECG) connector was damaged. It is unknown under what circumstances this event occurred, but there was no patient involvement or adverse event reported.